Event description:
Information was received from the manufacturing representative regarding an intrathecal pump containing water. The manufacturing representative read the pump while it was in shelf state and noted the pending alarm message. The pump logs showed two motor stalls and motor stall recoveries. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Analysis of the device found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.